Manufacturer narrative:
Because this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. This report is for the second device.

Event description:
In this event a xive rescue kit was sent to a doctor to attempt to drill out a screw that had fractured in a xive implant. During the rescue procedure, three drills of the repair set fractured. As a result, the implant will be explanted.